Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down and restarted. Upon reboot it displayed a network service disconnected error. After nihon kohden technical support did some troubleshooting with the customer, they concluded that this appeared to be an issue with the nic (network interface card) on this cns. The unit is being returned for evaluation. No patient harm reported.

Manufacturer narrative:
Details of the complaint: on (B)(6) 2020, the customer at (B)(6) hospital reported the following issue with (B)(6), from patient monitoring: the cns shutdown and restarted. Upon reboot it displayed a network disconnected error. Service requested: repair. Service performed: nihon kohden technical services (nk ts) had the customer relaunch the software, reseat the network cable, and confirmed that the ip address. Switching the network ports with a working cns confirmed that the network port was not causing the issue. Network service disconnect error showed up again although on a different known working network port. This confirmed issues with the nic (network interface card) on the reported cns. During troubleshooting nk ts found the hard drive were found to be degraded (unrelated to the reported issue). On 03/05/2020, the unit was cleaned and decontaminated by nihon kohden america repair center (nka rc). The model, serial number and all labels were verified. No physical damage was noticed. On 03/30/2020, the following malfunctioning parts were recognized and replaced which resolved the issue: #9000006111a hard drive the unit was tested per the operator's/service manual and the results were recorded on the maintenance check sheet. The unit completed 24 hours of extended testing and operated to the manufacturer's specifications. The repaired unit was shipped to the customer on 03/30/2020. No issues have been reported since. Investigation conclusion: when hard drives fail, this failure can manifest in different ways. There can be an error message, or the device may reboot, or the device screen could "freeze." The unit may sometime then restart, or the device may need to have the hard drive replaced. Sometimes the unit can be rebuilt by the backup disk (i.e., the system has raid (redundant array of independent disks - which puts multiple hard drives together to improve performance)). Hard drive failures probably attributable to reaching the end of expected useful life (approximately 20,000 hours of use - every two years). In this incident, the device has been in use for three years with no history of hdd replacement, and hard drive degradation is a high possibility. The overall risk of this event, taking into consideration of severity and probability, is "medium."

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down and restarted. Upon reboot it displayed a network service disconnected error. After nihon kohden technical support did some troubleshooting with the customer, they concluded that this appeared to be an issue with the nic (network interface card) on this cns. The unit is being returned for evaluation. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contain no information (ni), as attempts to obtain information were made, but not provided: concomitant medical device.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down and restarted. Upon reboot it displayed a network service disconnected error. After nihon kohden technical support did some troubleshooting with the customer, they concluded that this appeared to be an issue with the nic (network interface card) on this cns. The unit is being returned for evaluation. No patient harm reported.